Event description:
A physician reported a pt who was treated on 3/22/99 just above the nasolabial folds and in the two glabellar creases. The pt returned on 3/24/99 with persistent redness and swelling at the glabella and in the left proximal nasolabial area treatment sites. The symptoms began on or about 3/23/99. The physician believed the symptoms were a possible hypersensitivity and prescribed oral keftabs and claritin.